Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no drainage cap on the device when the package was opened.

Event description:
It was reported that there was no drainage cap on the device when the package was opened.

Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 100cc silicone evacuator. Visual inspection of the sample noted that the drainage cap was missing on return of the sample. This is out of specification per inspection procedure, which states ,"no damaged or missing components." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tethered cap is not securely attached.¿ the lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused as it may be a cause of potential infections. 3. Do not use in patients who are allergic to materials used in bard® drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying suction directly to the drain. 6. If an air-tight seal between the drain and the skin (where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. 8. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. 9. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.